Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) was conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. It is possible the main lamp did not function correctly due to the blinking of the front panel from a burnt led cable. The burning of the led cable is likely due to long term use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm or duplicate the user report. However, the evaluation found the front panel leds were flashing due to charred, old version led cables. Front panel and keyboard control was lost. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the led bulb for the video system center burnt out and is in need of replacement. This event was first discovered prior to a procedure. An error message appeared to replace the bulb. The intended procedure was completed with the same device. Strobe light source model wa97010a was used to complete the procedure. No other devices were replaced. As reported, there were no consequences or impact to the patient due to this event.